Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a glucose result of 6.1 mmol/l on their freestyle flash blood glucose monitor, compared to a reading obtained of 2.1 mmol/l on an unknown brand of glucose monitor. Customer then reported losing consciousness, and paramedics were called. Customer was taken to a local hospital where they were diagnosed with hypoglycemia, and orange juice and an intravenous treatment of glucose was administered in order to stabilize customer's glucose levels.